Event description:
It was reported to baxter that the tubing near the junction of the blue winged cap and luer lock of one (1) ce intermate sv 200 device had broken off before use. There is no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "broken tubing near the junction of the blue winged cap and luer lock" was confirmed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. This is a single use device and will not be repaired. A batch review was conducted and revealed that the product met all acceptance criteria for release.